Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The buttons of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Patient reported the up button on the infusion device is defective. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.